Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer¿s blood glucose level was not adversely impacted. Customer will reach out to their health care provider for alternate insulin therapy methods.